Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the sales rep that the facility reported that the product box has an expiration date of 2019 and the device packaging has an expiration date of 08/31/2012. No patient involvement. Twenty one devices will be returned.

Manufacturer narrative:
Evaluation of the received sample disclosed that the tyvek label showed an expiration date of 2012-08-31, which is incorrect. Per device history records review, the correct expiration date for subject product code (B)(4) and batch (B)(4) combination is 08/16/2019. This is considered as incorrect and/or missing labeling condition. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.